Manufacturer narrative:
Could not reproduce the reported symptom. Unit received operable with detection and alarm capabilities functional. Unit successfully detected upstream occlusions 5 of 5 times at reported rates, successfully completed the pm testing listed in the service manual, and the production itp 35700-006. Cause of the reported event unk.

Event description:
Event description: new sigma pump was not reading upstream occlusion. Pt receiving nimbex for sedation, rn having to increase drip because pt was agitated, moving. Pump saying IV running. Rn checked flow. IV not infusing, upstream clamp closed. Pump taken out of service. Medication changed to new pump with control of agitation. Pump was tested and subsequently sent to MFR for final eval. Device usage problem: device malfunction - that is the device did not do what it was supposed to do.